Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the braid of the catheter was exposed. A 135/20 renegade¿ hi-flo¿ catheter was selected for use. During preparation, flushing was performed with the device. However, resistance was encountered upon removal of the catheter from the hoop. The device was pulled continuously and noticed that the catheter was stretched and the braid was exposed approximately 20 cm from the tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was good.